Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported low battery voltage. The system current drain was at a nominal level. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed no lithium plating on the inside surface of the battery case, in the head space region or on the electrode coil. Based on the destructive analysis, no evidence of an internal short was found to account for the high current drain evidenced in the save to disk data and premature battery depletion. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Analysis of the returned device was inconclusive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.